Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture, r wave and p wave amplitude variation, and sensing noise were observed on the right ventricular (rv) and atrial lead. Diagnostic imaging was performed and showed that the rv and atrial leads were dislodged due to twiddler's syndrome. The leads were capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-05853.

Event description:
It was reported that oversensing of p waves leading to undersensing was observed on the right ventricular (rv) lead. The atrial and rv leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.